Event description:
It was reported the pt complained that the ipg site was painful. Examination of the ipg site by the physician showed it was superficial and it was decided to revise the location of the ipg. Follow-up indicates the physician and the pt chose to replace the ipg with another model for the ability to implant it deeper and pt convenience.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.